Event description:
The customer reported the device does not charge the battery. There was no adverse pt impact, the device was being used for monitoring at the time of use.

Manufacturer narrative:
(B)(4): the customer reported the device does not charge the battery. There was no adverse pt impact, the device was being used for monitoring at the time of use. The device was not evaluated by philips. The customer stated they would repair the unit themselves. Subsequently, the customer reported that replacing the battery and power pca's resolved the reported issue. There was no request for further action or response from the customer. We are unable to determine a cause. Multiple parts were replaced to repair the device. Repair and evaluation were performed by customer.